Event description:
A 67 yr old white g2p2 female status post left modified radical mastectomy 1980 for "stage d" lobular cancer underwent two reconstructions, first using a 270cc silastic implant 1-12-81; second using a 380cc silastic 7-27-81, because of suspicion, on 4-22-82 pt had a right sided subcutaneous mastectomy w/free nipple graft and immediate submuscular placement of a 350cc contour implant. Implants are becoming smaller. Pt is developing some local pain, right greater than left. No history of trauma. Pt denies change in texture/firmness. She has some systemic complaints but does not know if they are related. Pt is otherwise healthy.